Manufacturer narrative:
The technician removed, reset and reinstalled the siderail to repair the bed.

Event description:
Info received indicates the lower right siderail lock wasn't catching. Siderail would not latch.